Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. It was indicated that the patient rubbed/bumped/laid on the transmitter, which is misuse of the device. On (B)(6) 2024, it was reported that the patient experienced a cgm accuracy issue. Around 330am, the patient went to the bathroom, fell, and lost consciousness. Upon waking, the patient tried ¿to function¿ and check her bg level but passed out a second time. During this time, the patient felt low and was diaphoretic. The patient¿s husband found her and her cgm reading was 160 mg/dl. However, the patient alleges an inaccuracy, although no bg meter reading was done. The patient stated she felt her bg level must have dropped to ¿30 mg/dl¿ since she has never had this happen before. The patient¿s husband treated with her a half teaspoon of sugar and some pomegranate juice. There was no documentation of medical intervention. The patient¿s cgm value went as high as 199 mg/dl. The patient did not provide herself with any insulin based on this reading. Eventually, the patient went back to sleep, and she stated the cgm read between 120-160 mg/dl for the remainder of the night. The following morning, the patient¿s cgm was reading 160 mg/dl and the patient took a ½ units of short acting insulin and a ½ units of long-acting insulin. The patient was ¿feeling better¿ at the time of report. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that fall within the a zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.